Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the following reportable malfunctions were identified during the device evaluation: detached adhesive at the distal sheath, cracked sightglass assembly at distal head and perforated adhesive at distal head. A root cause could not be identified for detached adhesive and cracked lens. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause for the perforated adhesive could not be identified. Based on the results of the investigation, the most likely cause was also not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited detached adhesive at the distal sheath, cracked sightglass assembly at distal head and perforated adhesive at distal head. There was no patient involvement.